Event description:
It is reported that crack lines developed in the liner while impacting which prolonged surgery by 30 minutes.

Manufacturer narrative:
This report will be amended when our investigation is complete.